Manufacturer narrative:
Due character limit e1. Event site name- (B)(6). Event site address-supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump(iabp), batteries weren't ejecting from the unit. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11.

Manufacturer narrative:
B4, g3, g6,g1(contact person ¿ mfg site), h2, h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse cleaned and lubricated alignment pins with vacuum grease to resolve the issue.

Event description:
Na.